Event description:
It was reported that the flow of an unknown secondary set was slower than expected. This occurred during patient infusion with an unknown infusion pump. The reporter stated that the infusion pump is set to infuse 100cc and after the expected infusion time 50cc of the solution had not been infused. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.